Event description:
It was reported that customer experienced repeated cartridge alarms identified as alarm 20 that did not occur during cartridge loading, and caller noted cartridge alarms with consecutive cartridges on pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to switch to multiple daily injections for backup insulin delivery, to place pump into storage mode, and to return pump using prepaid label, while technical support confirmed shipping details and arranged replacement pump, advising customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.